Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor system, and excessive no delivery tests.a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was receiving lots of no delivery alarms on the insulin pump. Customer's blood glucose is 140 mg/dl. Customer stated that she is a very brittle diabetic and her blood glucose is in the 500 mg/dl range. Customer was ready to give up because the insulin was not coming out. Customer stated that if she pushed through manually, the insulin exits 2 or 3 boluses and she gets a no delivery alarm. Customer stated that she is on injections and novolog as a back-up plan. Customer stated that the issue has not been resolved and the no delivery alarm is recurring. Customer stated that they have tried all remedies. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.